Event description:
A trilogy 100 ventilator was returned to the manufacturer for service with the allegation that the liquid crystal display (lcd) was not working. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the lcd screen was confirmed to not be working. The lcd was replaced to address the issue. No significant error codes were noted in the deive download error log. Additional findings not related to the malfunction/issue; the front enclosure was noted to be damaged. The overlay was replaced to address the issue. The deive passed final testing and was confirmed to be operating properly.